Manufacturer narrative:
H6. Investigation codes: updated investigation summary: no product sample was received; therefore, visual and functional testing could not be performed. The reported issue could not be confirmed. If the product is returned, the manufacturer will reopen this complaint for further investigation. Similar customer complaints have been recently received and escalated to CAPA-(B)(4). A device history record could not be completed as no lot number was received.

Event description:
It was reported that when the operator tried to push air in the pilot balloon, the pilot balloon came off. This occurred upon opening. There was no patient involvement and no patient harm/adverse event reported.

Manufacturer narrative:
B3: month and year of event have been provided; day is unknown. H3: other; device not returned to manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.